Event description:
The pt had a bilateral tubal sterilization procedure utilizing bipolar electrocoagulation. The first bipolar forceps used did not provide any current flow. A different tongs insert was put into the device and coagulation was achieved. The pt was discharged to home. Two (2) days later the pt was brought to the hospital, but was pronounced dead on arrival. The cause of death was reported as a bowel perforation. A testing service contacted by the uf checked the device and found a "loose wire".